Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure to have their superion indirect decompression (ID) spacer removed from the lumbar 2-3 vertebrae for an unknown reason. Additional information has not been provided despite good faith efforts.